Manufacturer narrative:
The o-arm system was inspected on-site by a medtronic representative, and the ups batteries were determined to be not holding a charge. The suspect ups batteries were returned for analysis. Investigation of the returned batteries found that they would indeed no longer hold a charge. The ups powers on but continues too beep constantly. When installed with known good fa batteries in the ups and charged for 6 hours the ups passed 5 min load test, recorded time of 5 min 52 sec. The ups also passed 5 min load test after installing new batteries and charging for 6 hours. 5 min 45 sec. The reported event was confirmed to be caused by an electrical failure mode due to the batteries not holding a charge. A replacement part was provided, and the system was fully functional following part replacement.

Event description:
A medtronic representative reported that when the imaging system was unplugged from the wall the uninterruptible power supply (ups) immediately started beeping, indicating a low charge. No patient was present when this was discovered. No additional information is available at this time.